Event description:
An operating room assistant was adjusting a monitor to place it in the doctors¿ view when an upper joint of the arm supporting the monitor cracked, causing the monitor arm to drop downward. The monitor hit the operating room assistant, who sprained his wrist. The assistant went to the ER and was given a splint to wear.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. Patient also had another device explanted. These events were learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided.